Event description:
Revision surgery - the patient had an infection. The surgeon performed a poly swap.

Manufacturer narrative:
Upon investigation the ultra-congruent insert, part number: 380-11-508 was the djo surgical part implanted in the revision and not the part from the primary surgery that was removed. The part number and lot number of the device involved in this event was not provided. To adequately investigate this event, the part and lot number are necessary. If this information is submitted at a future date, this investigation will be re-evaluated.